Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the device were difficult to open. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the middle of vats (video-assisted thoracoscopic surgery) lobectomy, the engagement of the jaws became poor. To check, the opening and closing of the jaw was performed without grasping a tissue but it would not open anymore so a new product was used. There was no patient injury.